Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade IV capsular contracture with pain."

Event description:
Healthcare professional reported "grade IV capsular contracture with pain" confirmed via MRI. This record is for the right side. Device remains implanted.